Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: on an unknown date, the patient underwent MRI which revealed ectopic bone growth, bone graft displacement and nerve impingement at s1, which had caused permanent nerve damage, leg instability and paralysis. (B)(6) 2011: the patient was admitted with the following pre-operative diagnoses: 1. Degenerative disc disease thoracic spine, t5-t10. 2. Degenerative spinal stenosis, t5-t10. She underwent the following procedures: 1. Video-assisted thoracoscopic anterior diskectomy t5-t10. 2. Anterior interbody fusion t5-t10. 3. Placement of anterior interior body cages t5-t10. 4. Posterior spinal fusion t5-t10. 5. Posterior spinal fusion using autograft and allograft t5-t10. Reportedly, the patient was also implanted with rhbmp-2/acs in this surgery.

Event description:
It was reported that on (B)(6) 2011, the surgeon performed third surgery where in rhbmp-2/acs was implanted. Following the third surgery, the pain remained unchanged. The patient is now permanently disabled, in constant pain, and struggles with mobility.